Event description:
It is reported that the customer is getting a button error on the pump. Customer stated when pressing the esc and act button to clear the alarm the buttons did not work. Customer stated keeps getting button error, when she checked her blood glucose was 400mg/dl then blood glucose was 398 mg/dl. Advised customer the pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device was monitored. All operating currents tested within specification range. No failed battery test alarms noted. All buttons function properly. No button error alarms noted. No ramping numbers noted on the display. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.